Manufacturer narrative:
The device has been returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ degenerative mitral regurgitation for a mitraclip procedure. A mitraclip was able to grasp and capture the leaflets successfully. Upon clip deployment, it was suspected that the clip was not released from the mandrel tip of the steerable guide catheter (sgc). Troubleshooting was performed according to the IFU. After multiple attempts of troubleshooting the mandrel released from the clip. The clip was stable on the leaflets and their was no injury to the valve. The final mr was grade 1+. There was no adverse patient effects or clinically significant delays.

Manufacturer narrative:
All available information was investigated, and the reported difficult or delayed activation (clip deployment), and difficult or delayed positioning (anatomy) could not be replicated in a testing environment due to the condition of the returned device (the clip was deployed). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult or delayed positioning (anatomy) appears to be related to procedural conditions (clip caught on leaflet during positioning attempt). A cause for the difficult clip deployment could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.